Manufacturer narrative:
The returned product consisted of a rebel bms stented catheter. The balloon was loosely folded. The stent was secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The stent is damaged 3mm from the proximal markerband. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed on 21oct2019 it was reported that the device was unable to cross the lesion. The 80%stenosed, mildly calcified and mildly tortuous target lesion was located in the left anterior descending artery. This 24 x 4.00 rebel stent delivery system was selected; however the device was unable to cross the lesion. No patient complications were reported. However, device analysis revealed stent damage.